Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes device experienced hemolysis. This event occurred 50 times with lot 1054717. This event occurred once with lot 1076986. The following information was provided by the initial reporter the tubes are heavily hemolyzed and uninterpretable in the emergency room and in the sampling room. The sampling material has not changed, nor have the analysis instruments, and yet this phenomenon can be seen in the fact that lately there have not been as many problems, the personnel has not changed, the sampling method is the same, while the rate of hemolysis has increased lately. Additional information 1-june--2021. Important to precise the hemolysis seems only with tube collecting by catheter, all others factors about collecting don¿t change . Additional information 7-june-2021. The problem of hemolysis appear only in emergency department and blood collection department.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 6/17/2021. H.6. Investigation: bd received 112 samples (lot 1076986) and 1 sample (lot 1054717) for investigation. To further investigate, the customer samples were evaluated along with retention samples of the incident lot selected from bd inventory. The samples were tested and no issues relating to hemolysis were observed. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate the customer¿s indicated failure hemolysis, because the defect was not evident in the testing of the complaint lot samples. Evaluation of both customer and control samples tested demonstrated clinically acceptable performance for all visual observations evaluated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is not confirmed with respect to hemolysis. Return and retention sample testing was satisfactory. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1054717, medical device expiration date: 2022-08-31, device manufacture date: 2021-02-23. Medical device lot #: 1076986, medical device expiration date: 2022-09-30, device manufacture date: 2021-03-17. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer¿ sst" ii advance plus blood collection tubes device experienced hemolysis. This event occurred 50 times with lot 1054717. This event occurred once with lot 1076986. The following information was provided by the initial reporter the tubes are heavily hemolyzed and uninterpretable in the emergency room and in the sampling room. The sampling material has not changed, nor have the analysis instruments, and yet this phenomenon can be seen in the fact that lately there have not been as many problems, the personnel has not changed, the sampling method is the same, while the rate of hemolysis has increased lately. Additional information 1-june--2021: important to precise the hemolysis seems only with tube collecting by catheter, all others factors about collecting dont change. Additional information 7-june-2021: the problem of hemolysis appear only in emergency department and blood collection department.